Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 1.5% therapy. On (B)(6) 2013, the patient experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was not reported. On an unreported date, the patient was treated with vancomycin 2 gram and fortum 1 gram (routes and frequencies not reported). The patient was recovering. The event was unrelated to baxter products.